Event description:
On 3/15/1999, at 13:23 pm, the account reported a hemoglobin of 13.0 g/dl for a pt to a medical practitioner. The sample had been run earlier, at 08:01 am, and a hemoglobin of 8.26 g/dl was obtained, which was not reported to the medical practitioner. The pt was redrawn at 15:34 pm, and a hemoglobin of 7.95 g/dl was reported. No report of injury. According to info from the account, the users' routine practice of relabeling may have resulted in the tube being relabeled with the incorrect pt ID.